Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(6).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the device and after the first firing when he squeezed the trigger the device fired and the clip came with a malformed clip. When he rotated the rotating knob it made a squeaking noise. He was able to complete the procedure with the device but it was a nuisance during the procedure to the surgeon. There was no patient consequence reported.